Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: unit is showing te 231008 (o2 valve leak) and te 231007 continuously and found o2 input flow test failed . No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: unit is showing te 231008 (o2 valve leak) and te 231007 continuously and found o2 input flow test failed. No health consequences or impact.